Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed the incorrect mode and would not power up in monitor mode. Complainant indicated that there was no pt involvement in the reported malfunction.